Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. This customer will receive a replacement device to resolve the reported issue.the cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts as expected upon start up. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.